Event description:
Event description guidant received information that this transvenous coronary sinus lead dislodged. The lead was removed, and an attempt was made to place a similar lead. This lead was not successfully placed, however, due to placement difficulty. This lead was removed, and a different diameter guidant coronary sinus lead was attempted. Placement of this lead, however, was also unsuccessful due to placement difficulties. Subsequent attempts resulted in a perforation of the coronary sinus. This lead was therefore removed, and the physician abandoned attempting to place an lv lead.